Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi behavior. Reprogramming was attempted, but was unsuccessful. The device was unable to be interrogated after this attempt. The device was removed and replaced on (B)(6) 2017 at a different facility. The patient was in good condition following the procedure.

Manufacturer narrative:
The device was returned for a backup vvi event. The records provided by the field showed the reset occurred on (B)(6) 2017 due to a power-on-reset (por). Device download was attempted in the field and it was failed; hence the device lost communication. The loss of communication was consistent with failed device download. Uep, bench, and temperature stress testing were performed and no anomalies were detected. The reset was not reproducible in the laboratory. The cause of the por remains undetermined.